Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 32-year-old female patient who had essure (batch no. A27182-not valid, a27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective \ failure to occlude (close) fallopian tube(s)". The patient's medical history included attention deficit disorder, gastroesophageal reflux disease, kidney stones and overweight. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, anxiety, headache, joint pain, malaise, arthralgia, perineal pain, bipolar disorder and luteal cyst of ovary. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) from (B)(6) 2012 to (B)(6) 2012, diclofenac since 2015 to (B)(6) 2018, lamotrigine (lamictal) since (B)(6) 2012, lisdexamfetamine mesilate (vyvanse) since 2013, lorazepam (ativan) since 2015, methocarbamol since 2015 to (B)(6) 2018, omeprazole (protonix) since 2014 and sertraline hydrochloride (zoloft) since 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2018, the patient experienced uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse complex cyst in right ovary"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: uterine prolapse, complex cyst in right ovary"). On (B)(6) 2018, the patient experienced cervicitis cystic ("infection (other) describe: chronic cystic cervicitis"). On an unknown date, the patient experienced fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved and the pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, cervicitis cystic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal odour, ovarian cyst, uterine prolapse, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, cervicitis cystic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2012, (B)(6) 2012, current weight: 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: impression: 2 cm complex cyst in the right ovary which may be a small hemorrhagic cyst. Normal endometrial stripe. A few right adnexal varices.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, fatigue, uterine prolapse menorrhagia, dysmenorrhea, pelvic pain in female, complex cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- lot number was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 32-year-old female patient who had essure (batch no. A27182-inv, a27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective \ failure to occlude (close) fallopian tube(s)". The patient's medical history included attention deficit disorder, gastroesophageal reflux disease, kidney stones and overweight. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, anxiety, headache, joint pain, malaise, arthralgia, perineal pain, bipolar disorder and luteal cyst of ovary. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) from 15-may-2012 to 2-oct-2012, diclofenac since 2015 to december 2018, lamotrigine (lamictal) since july 2012, lisdexamfetamine mesilate (vyvanse) since 2013, lorazepam (ativan) since 2015, methocarbamol since 2015 to december 2018, omeprazole (protonix) since 2014 and sertraline hydrochloride (zoloft) since 2012. In september 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In january 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In may 2013, the patient was found to have weight increased ("weight gain"). In august 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In november 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse complex cyst in right ovary"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: uterine prolapse, complex cyst in right ovary"). On (B)(6) 2018, the patient experienced cervicitis cystic ("infection (other) describe: chronic cystic cervicitis"). On an unknown date, the patient experienced fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved and the pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, cervicitis cystic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal odour, ovarian cyst, uterine prolapse, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, cervicitis cystic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: 02oct2012, sep 2012, current weight: 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: impression: 2 cm complex cyst in the right ovary which may be a small hemorrhagic cyst. Normal endometrial stripe. A few right adnexal varices.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, fatigue, uterine prolapse menorrhagia, dysmenorrhea, pelvic pain in female, complex cyst in the right ovary. Lot number reported a27182 is invalid. Lot number: a27192 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure (batch no. A27182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective \ failure to occlude (close) fallopian tube(s)". The patient's medical history included attention deficit disorder, gastroesophageal reflux disease, kidney stones and overweight. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, anxiety, headache, joint pain, malaise, arthralgia, perineal pain, bipolar disorder and luteal cyst of ovary. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2015, calcium levomefolate; drospirenone; ethinylestradiol betadex clathrate (beyaz), diclofenac since 2015 to (B)(6) 2018, lamotrigine (lamictal) since (B)(6) 2012, lisdexamfetamine mesilate (vyvanse) since 2013, lorazepam (ativan) since 2015, methocarbamol since 2015 to (B)(6) 2018, omeprazole (protonix) since 2014 and sertraline hydrochloride (zoloft) since 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal odour ("vaginal odor"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse complex cyst in right ovary"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: uterine prolapse, complex cyst in right ovary"). On an unknown date, the patient experienced cervicitis cystic ("infection (other) describe: chronic cystic cervicitis"), vaginal discharge ("vaginal discharge") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved and the pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, cervicitis cystic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal odour, ovarian cyst, uterine prolapse, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, cervicitis cystic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: impression: 2 cm complex cyst in the right ovary which may be a small hemorrhagic cyst. Normal endometrial stripe. A few right adnexal varices. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, fatigue, uterine prolapse menorrhagia, dysmenorrhea, pelvic pain in female, complex cyst in the right ovary." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received - reporters were added. Lot no. Was added. Event injury nos was replaced by new specified events- pregnancy (no complications),vaginal bleeding, menorrhagia, chronic cystic cervicitis, dysmenorrhea, dyspareunia, vaginal pain, pelvic pain, back pain, abdominal pain, vaginal discharge, vaginal odor, fatigue, weight gain, uterine prolapse, complex cyst in right ovary, metallic taste in mouth, device monitoring procedure not performed. Concomitant drugs & condition were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 32-year-old female patient who had essure (batch no. A27182-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective \ failure to occlude (close) fallopian tube(s)". The patient's medical history included attention deficit disorder, gastroesophageal reflux disease, kidney stones and overweight. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, anxiety, headache, joint pain, malaise, arthralgia, perineal pain, bipolar disorder and luteal cyst of ovary. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), diclofenac since 2015 to (B)(6) 2018, lamotrigine (lamictal) since (B)(6) 2012, lisdexamfetamine mesilate (vyvanse) since 2013, lorazepam (ativan) since 2015, methocarbamol since 2015 to december 2018, omeprazole (protonix) since 2014 and sertraline hydrochloride (zoloft) since 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal odour ("vaginal odor"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse complex cyst in right ovary"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: uterine prolapse, complex cyst in right ovary"). On an unknown date, the patient experienced cervicitis cystic ("infection (other) describe: chronic cystic cervicitis"), vaginal discharge ("vaginal discharge") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved and the pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, cervicitis cystic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal odour, ovarian cyst, uterine prolapse, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, cervicitis cystic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2012, (B)(6) 2012, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: impression: 2 cm complex cyst in the right ovary which may be a small hemorrhagic cyst. Normal endometrial stripe. A few right adnexal varices. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, fatigue, uterine prolapse menorrhagia, dysmenorrhea, pelvic pain in female, complex cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.